Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: incomplete cycle, spring lockout tab. The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic diagnostic and bowel resection procedure, after undergoing a laparoscopic diagnostic procedure, it was decided that a portion of the small bowel should be resected. They loaded the device with a blue reload and proceeded to clamp on the tissue. After fifteen seconds the gun was fired plastic to plastic. The knife proceeded to cut, but the staples in question did not correctly form into the b formation. As such, the whole staple line disintegrated and another like gun had to be opened to finish the resection. There were no adverse consequences for the patient reported. The hospital is retaining the device in the risk/legal department until further notice.